Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their sensor was calibrating incorrectly. Customer stated device would show low blood glucose levels when they were stable. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 188 mg/dl at time of reporting. Nothing further reported.